Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was a bent pin 2 of the j2 battery connector. The root cause for the bent pin was physical abuse. No adverse events occurred due to the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.